Event description:
Complainant alleged that while attempting to treat a 72-year-old male, the device displayed "compressor fault- 2001" and "compressor fault- 3001" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including stress testing, overnight test without duplicating a fault. It's important to mention that the breath file from the device's forensic memory suggests the patient was coughing which, under the right circumstances, can trigger this user advisory. The user followed the device's smart help to resolve the condition and continued to use the device for the rest of the event. The device passed all testing, was recertified, and returned to the customer. Analysis of reports of this type has not identified an increase in trend.